Event description:
It was reported that high, out of range, hv lead impedance was observed on the right ventricular lead. The device was programmed to an alternative shocking vector. Dft test was performed. During the test significant noise was observed on the lead following the delivery of high voltage therapy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 17.4-17.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The svc shock coil was damaged and separated at this location. This is consistent with the observation from the field of high hv lead impedance. The silicone insulation was intact at this location.